Manufacturer narrative:
The cause for the discordant advia centaur ehiv result is unknown. The patient sample from (B)(6) is not available for further investigation and testing. The patient may have (B)(6) since (B)(6). The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "the advia centaur hiv 1/o/2 enhanced assay is limited to the detection of antibodies to (B)(6) in human serum or plasma (potassium edta, lithium or sodium heparinized, and acd)." "It is recognized that currently available assays for the detection of antibodies to (B)(6) may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
(B)(6) advia centaur cp ehiv result was obtained on a patient sample. The sample was drawn in the emergency room. The patient was tested again (new sample) with the advia centaur cp ehiv three months later at a sister hospital. The result was (B)(6). The patient sample was tested on the western blot and was (B)(6). Viral load testing was performed and the result was (B)(6). (B)(6) treatment was not provided as a result of the (B)(6) result. Patient condition for the last year: low grade fevers, weight loss, anemia. Patient condition 2 months later: brain infection. Tcell count down to 8%.